Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. The proximal neck was 28 mm in diameter and 10 mm in length. The degree of angulation at implant was 30 degrees. The vessel tortuosity and calcification was severe. It was reported that the physician lost wire access to the ipsilateral side making it was unable to cannulate the ipsilateral limb. The physician decided to use an endurant ii aui 36x14x102 device and implanted an occluder in the right iliac artery. On the final injection, the physician noticed a proximal type I endoleak. An endurant ii cuff 36x36x49 was implanted just below left renal artery. The final injection was done and the physician did not observe any endoleak and then a successful fem-fem bypass was performed. Per the physician, the cause of the proximal type I endoleak was due to the inaccurate delivery of the bifurcate (5mm low on a 10 mm neck). The cause of the loss of wire was due to the physician inadvertently pulling the wire out. The physician stated the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).